Event description:
The pt reported that in 2007, she ate a sub sandwich and went to bed without bolusing insulin for it. She stated, her blood glucose reading was 121 mg/dl, when she went to bed, but the next morning, her husband found her drenched in sweat and was unable to awaken her. She said, he tried to force glucose into her mouth but her jaw was locked, so he called the paramedics who gave her a glucagon shot and an IV drip of glucose. She said, her blood glucose reading at that time was 33 mg/dl. She said, the paramedics then took her to the hospital. During troubleshooting, the pt stated, she has lost 35 pounds in the last 2 months and feels her basal rates are now too high for her. She said, she has asked her physician if she should lower her basal rates but was advised to leave the rates as they are. The pt also stated, that she thinks her insulin infusion device is delivering too much insulin. Troubleshooting did not find any issues with the product. She stated, she was in the hospital 2 weeks ago for spinal surgery and she was off of her insulin device during her hospital stay. The product was replaced and requested to be returned for eval.